Event description:
During a hydrothermal ablation procedure one fluid loss alarm occurred after 2.5 minutes into the heating phase, the doctor continued, and the procedure was completed successfully. After the procedure, a third degree vulvar/vaginal burn was reported, with blanched tissue sloughing off, and the pt was treated with percocet, antibiotics, and estrogen cream. The doctor reported that the hot water had gotten into the insulating sheath which was against the labia. The co believes user technique may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number.